Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. A general instrument or reagent issue can be excluded. On the date of first tests ((B)(6) 2015), no quality controls were run. Quality control values were run the day of the 2nd set of tests ((B)(6) 2015) and the measurements were acceptable. Based on the available data, possible root causes may be related pre- analytics, a contaminating factor or the presence of an interference factor.

Event description:
The customer questioned results from one patient sample tested for free triiodothyronine (ft3). The patient had multiple tests run during a check-up appointment. The initial ft3 result was 20.57 pmol/l. The repeat ft3 result was 20.55 pmol/l. These results were higher than expected since the ft4 and tsh results for the patient were normal. Additionally, the patient's prior ft3 results had always been normal. The customer obtained a 2nd sample on (B)(6) 2015 and the ft3 result was 6.20 pmol/l. This result was considered to be correct and was reported outside of the laboratory. The original sample was repeated on (B)(6) 2015 and the ft3 result was 21.10 pmol/l. No adverse event occurred. The cobas e601 analyzer serial number was (B)(4). Preliminary investigation indicates the calibration signals were acceptable for ft3 reagent lot 180230, however, it was noted the timeframe between the 1st calibration and the 2nd calibration was too long. A general reagent problem with ft3 was not likely. Based on the available data, the root cause may be related to a sample issue or an interference issue.